Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise, abnormal impedance measurements, and high capture thresholds due to a breach in the insulation and a conductor fracture. This occurred during a prophylactic replacement procedure for the pacemaker, the lead started presenting these problems mid-procedure. A new lead was implanted. No additional adverse patient effects were reported.